Event description:
Caller reported a malfunction on pump, with displayed malfunction code not resettable. There was no adverse impact to customer's blood glucose level. Tandem technical support sent replacement pump with updated software and instructed caller to use multiple daily injections as a backup therapy. Caller received guidance on storage mode and was advised to return malfunctioning pump within 10 days.